Event description:
It was reported that caller did not initially see insulin drops at end of tubing during fill tubing step of load sequence and became concerned when drops only appeared after approximately 17 units were delivered. There was no adverse impact to the customer¿s blood glucose level. Customer confirmed completing steps to remove air, using room temperature insulin, and not reusing or overfilling cartridge, and issue resolved once insulin drops were seen at 17 units; technical support provided education on expected insulin appearance for infusion set length, and pump was confirmed to be functioning as intended while customer continued insulin delivery with original supplies.